Event description:
It was reported that during tonsillectomy + adenoidectomy, the procise xp wand could not produce plasma; the procedure was successfully completed with less than 30 minutes delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Visual inspection of the device showed moderate erosion of the electrodes. The device was connected to a known good controller, which revealed that the device's ablate and coagulate functions did not activate. Suction and saline lines performed as intended. The device's continuity was tested, which revealed a short along the return. The device was then opened up, but did not reveal any visible breakage of the wires. The complaint was verified as the device would not activate. The root cause was determined to be component failure. Factors, which may have contributed to the reported complaint include: there may have been some internal breakage of the wiring. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.